Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4. H3, h6: photo investigation: the product was not returned to depuy synthes; however photos were provided for review. The photo investigation revealed that the sternal zipfix cable tie w/needle peek 5 was observed cut and the locking head connected to implant body. In adition, functionality issues cannot be assessed through a photo investigation to confirm zifix not locking properly, therefore a complete potential cause cannot be determined with the visual evidence provided. Per the surgical technique guide sternal zipfix stg precautions: ¿ do not damage the implant teeth and locking head by manipulating with instruments. ¿ ensure that the locking head of the implant is free of soft tissue and/or surgical material that could prevent locking of the implant. 5. Secure sternal zipfix implants pass the cut end through the locking head and tighten manually. Repeat for the remaining zipfix implants. Remove forceps, if used. Precautions: to avoid damage to the locking head: ¿ stainless steel needles must be removed before closing the zipfix implant. ¿ prior to insertion of the cut end, ensure the zipfix implant is properly oriented such that the toothed surface contacts the sternum. ¿ align the cut end with the locking head during insertion. Do not insert at an angle. ¿ avoid excessive force when tightening implant. Do not use forceps to tighten implant. Damage resulting from excessive force or forceps may cause implant failure. ¿ ensure that the implant body is not twisted while passing the cut end through the locking head. ¿ zipfix implant should only be inserted once into the locking head. 6. Tension sternal zipfix implants: ensure the cutting lever is in the locked position. The cutting lever is locked when the lever is snapped into the latch. Insert the cut end of the implant into the front portion of the application instrument and slide the application instrument down to the locking head. Squeeze the trigger to tension the zipfix implant. Tension remaining zipfix implants. If required, the zipfix implant can be tensioned again to achieve stability. Precautions: the application instrument has a mechanism to prevent overtensioning of the zipfix implant. Do not apply additional force to overtension the implant. ¿ care should be taken to control zipfix implant tension in patients with poor bone quality to prevent additional injuries. ¿ refer to "maintenance of application instrument" section for proper care instructions for the application instrument. Failure to lubricate the application instrument may result in instrument failure. ¿ ensure that the application instrument is placed perpendicular to and is touching the locking head during tensioning. ¿ tension the implant using only the application instrument until the sternum reduction is achieved and the implant is properly tensioned. ¿ do not tension the implant if the locking head is not sitting in the intercostal space. ¿ if intercostal space is not suitable for zipfix implants, use alternative methods for closure. ¿ do not cut the implant until all implants have been fully tensioned since implants cannot be tensioned once cut. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint not confirmed as the observed condition of the sternal zipfix cable tie w/needle peek 5 would not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 08.501.001.05s. Lot number: 8628p20. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 18 jun 2024. Manufacturing site: purchased item received from samaplast, send by jabil bettlach expiry date: 01 may 2029. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the zifix was not locking properly. There was no patient consequence.